Event description:
User experienced a leak from under the analyzer and onto the floor. No patient results were affected and no operators were harmed. The field service representative determined there was broken tubing at the water supply tank and reconnected it. Performance tests were performed.